Event description:
It was reported that during a procedure, a 7.0x100 absolute pro peripheral self-expanding stent delivery system was advanced to a lesion in the tortuous common iliac artery. During attempted stent deployment, the thumb wheel locked and the stent did not completely expand. While retracting the partially deployed stent from the anatomy, without resistance, the stent completed deployment in the contralateral iliac artery; the same side as the access site. The stent was not snared, but left deployed at the unintended site. The target lesion was not treated. There was no reported patient sequelae or clinically significant delay the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device revealed during function testing, the reported difficulty rotating the thumbwheel was confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4)